Event description:
Spontaneous. Patient's caregiver reported there was a change in the "1x1" 50 ml syringes since it was no fitting anymore in the pump in order to push the medication through. He was not able to infuse the medication because it had to be thrown out. Unknown if pt missed a dose or experienced an adverse event. Unknown if patient has defective device on hand for possible return. Unknown if provider is aware. No further information. Reported to cvs/caremark by pt/caregiver.